Event description:
A patient specific implant request form was received for the patient's right hip. Noted on the form: "failure of right hip total arthroplasty. Grossly loose acetabular component. Up and in defect. Femoral component with signs of loosening proximally. Massive bone defect."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.